Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported, the centrifugal system failed to display the flow readings. The user determined, the flow sensor was the cause of the issue. As a result, an alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.